Event description:
Customer requested an event log review to determine user programming of the pca infusion, number of pca requests and number delivered. The nurse reported more volume remained in the pca syringe at the end of her shift than she expected. Biomed stated the pt was under medicated. Customer declined to provide any add'l event or pt info. There was no pt harm reported and no medical intervention was required.

Manufacturer narrative:
(B)(4). Customer stated that the device will not be returned. The event and error logs and a copy of the data set have been received. A review is pending. A f/u report will be submitted once the log and data set have been evaluated. Logs received and lot review pending.